Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization of an unruptured aneurysm at the basilar artery (ba) tip, the physician inserted the 3mm x 6cm galaxy g3 xsft coil (glx120306 / l13297) into the microcatheter (unknown brand), but there was a strong resistance between the complaint coil and the microcatheter. The coil was removed from the microcatheter and the coil had detached from the wire. The physician confirmed through fluoroscopy and confirmed that the coil had become prematurely detached inside the microcatheter. The coil and the concomitant microcatheter was removed from the patient¿s body and the coil was replaced. The procedure was completed safely. There was no report of any patient injury or complication associated with the reported event. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l13297) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size and vessel characteristics, device selection and the concomitant microcatheter may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of an unruptured aneurysm at the basilar artery (ba) tip, the physician inserted the 3mm x 6cm galaxy g3 xsft coil (glx120306 / l13297) into the microcatheter (unknown brand), but there was a strong resistance between the complaint coil and the microcatheter. The coil was removed from the microcatheter and the coil had detached from the wire. The physician confirmed through fluoroscopy and confirmed that the coil had become prematurely detached inside the microcatheter. The coil and the concomitant microcatheter was removed from the patient¿s body and the coil was replaced. The procedure was completed safely. There was no report of any patient injury or complication associated with the reported event.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR is to include the additional event information received on 9/9/2019. [Additional information]: the healthcare professional reported that during the coil embolization of an unruptured aneurysm at the basilar artery (ba) tip, the physician inserted the 3mm x 6cm galaxy g3 xsft coil (glx120306 / l13297) into the sl-10® microcatheter (stryker) but there was a strong resistance between the complaint coil and the microcatheter. The coil was removed from the microcatheter and the coil had detached from the wire. The physician confirmed through fluoroscopy and confirmed that the coil had become prematurely detached inside the microcatheter. The coil and the concomitant microcatheter was removed from the patient¿s body and the coil was replaced; the coil did not become separated into two or more pieces. It was reported that continuous flush had been maintained through the microcatheter. The procedure was completed safely. There was no report of any patient injury or complication associated with the reported event. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.